Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made; however, the issue did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly reports no issues with performance. The recipient will be monitored by the center protocols. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.